Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately twenty-five days post gastrostomy tube placement, the feeding tube balloon allegedly ruptured. There was no reported patient injury.

Event description:
It was reported that approximately twenty-five days post gastrostomy tube placement, the feeding tube balloon allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one tri-funnel replacement gastrostomy tube 20f was returned for evaluation. Gross visual and functional testing were performed. The investigation is confirmed for reported fluid leak issue as the balloon was inflated with approximately 10ml of water with an in-house syringe and the syringe was detached from the inflation hub. The water immediately started to backflow and leak from the inflation hub. No external and internal ruptures were noted. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: see h10.